Event description:
Hcp reported patient with morphine pump was admitted to the hospital and is "very, very ill". Additional patient symptoms reported were: fatigue, weakness, chest pain, and patient has fallen 3 times. Additional information manufacturer received from hcp reported the patient was intubated in the ICU, and they do not feel the patient's symptoms are pump related. The infusion pump was reported to be working fine, and the battery status was okay. Requested follow up information including current patient condition from the patient's physician, and a follow up report will be sent when new information is received.